Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of a break in aseptic technique and bacterial peritonitis with culture positive for staphylococcus coagulase negative in a patient coincident with dianeal for continuous ambulatory peritoneal dialysis (capd). The occurrence date was unknown. The patient experienced bacterial peritonitis (date not reported), manifested by abdominal pain, cloudy effluent and an increase in blood and effluent leucocytes. Hospitalization was not required. On (B)(6) 2011, the patient began remedial therapy with vancomycin (2g, qw, ip) and amikacin (125mg, qd, ip). On (B)(6) 2011, the patient ended therapy with amikacin. At the time of reporting, the patient continued therapy with vancomycin, and the outcome for the event of bacterial peritonitis was improved and ongoing. It was not reported if the patient received re-training regarding aseptic technique, therefore an outcome for the event of break in aseptic technique was not reported. Dianeal unknown therapy continued. The physician believed that the event of bacterial peritonitis was moderate in severity and unrelated to dianeal unknown therapy. The physician did not comment on the causality for the event of break in aseptic technique.